Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, the leaflet perforation resulting in worsening mitral regurgitation (mr) appear to be related to patient morphology/pathology and/or user technique/procedural conditions, as it was suspected that the perforation was caused by the clip grasping too much of the posterior leaflet and grasping too close to the rigid anulus. The reported patient effects of worsening mr and leaflet tissue damage is listed in the mitraclip ntr/xtr system instructions for use as known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report worsening mitral regurgitation and tissue damage. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3-4. The clip delivery system (cds) was advanced and both leaflets were grasped. The mr was reduced when the clip was closed, but before the clip was deployed, the mr worsened to 4. A posterior leaflet perforation was confirmed. The clip was not implanted and the cds was removed. It was suspected that the perforation was caused by the clip grasping too much of the posterior leaflet and grasping too close to the rigid anulus. No further clips were attempted as it was unknown if further grasping maneuvers would cause additional damage to the valve. No clips were implanted and the mr had increased to 4. No additional treatment is planned. No additional information was provided.